Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime, compromised force sensor system test and excessive no delivery test due to motor error alarms.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that drive support was appeared normal. Displacement test and manual prime was successful. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. Troubleshooting was performed for motor error alarm and the device will not return for analysis.